Event description:
On (B)(6) 2011, the pt underwent emergent treatment for a left common iliac aneurysm impending rupture and was implanted with gore excluder aaa endoprosthesis. The left common iliac artery was very tortuous. Final angiography showed a type ii endoleak persisted. The physician chose to conclude the procedure and monitor the pt. On (B)(6) 2011, the pt was transported emergently to the hospital with abdominal pain. On (B)(6) 2011, the pt underwent an emergency exploratory surgery of the abdomen which revealed a rupture of the left common iliac artery. The pt was converted to open surgery, and the devices were explanted and replaced with a bifurcated vascular graft system. The pt tolerated the procedure and is reported to be doing well. The physician believes the rupture was caused by the type ii endoleak which originated from the lumbar artery.

Manufacturer narrative:
The instructions for use (IFU) for the gore excluder aaa endoprosthesis states: the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak, surgical conversion, aneurysm rupture.